Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the local display on the roller pumps and the centrifugal control unit (ccu) showed a 'no system computer' message and the touch screen of the central control monitor (ccm) was unresponsive. The heart lung machine (hlm) was rebooted, and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) cleaned the connector contacts, and the issue was resolved. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: d4, h4 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.